Event description:
Further information was received indicating that the device had been turned off several years ago due to the patient being seizure-free (exact date unknown). The pain is believed to be due to the vns, per physician. No patient manipulation or trauma occurred that is believed to have caused or contributed to the pain. No causal or contributory programming or medication changes preceded the onset of the pain. The explant surgery was performed for patient comfort and since the patient no longer needs vns, per physician. No serious injury occurred.

Event description:
It was reported that the patient had her generator removed due to discomfort at the generator site. The device had been turned off for years, per reporter. The explanted device cannot be returned to the manufacturer per hospital policy. Attempts for further information have been unsuccessful to date.